Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is no longer able to hear well with his device. From (B)(6), 2010, the patient's listening ability became worse, starting with a decrease in volume, followed by a drop in sound quality. Within 3 days the patient was still able to hear voices, but no longer able to understand words. Testing showed that the implant has malfunctioned. Re-fitting of the patient's speech processor did not improve speech perception.